Manufacturer narrative:
The manufacturer's service rep instructed the customer over the phone how to reboot successfully. The system is operating as intended.

Event description:
The customer reported that the insta trak system would not boot. No pt injury was reported.